Event description:
Information received by medtronic indicated that the customer reported a broken battery cap. Troubleshooting was performed and found that the battery cap contact was came loose. The insulin pump was intact. A replacement battery cap will be provided to the customer. No harm requiring medical intervention was reported. It was unknown whether the customer will continue to use the device. The pump will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the ngp 780 insulin pump which is not marketed in the united states. However, the device is similar to the ngp insulin pump, which is marketed in the united states